Event description:
It was reported that the patient's blood glucose level rose to 27.2 mmol/l (489 mg/dl) while wearing the pod between 5 and 24 hours. While wearing the pod it was found that the pod's cannula had dislodged from the infusion site (abdomen) and was leaking. Once the pod was removed it was found that the cannula was bent. Symptoms reported included very weak, nausea, vomiting and pain. As treatment, a new pod was applied by the legal guardian (lg). After applying the new pod the lg decided to take the patient to the emergency room where they were diagnosed with hypoglycemia and no treatment was provided. Patient was sent home a couple hours later.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.